Manufacturer narrative:
Information is unavailable; device was not returned for evaluation.

Event description:
It was reported that during a lab splenectomy procedure, the device fired fine on the first firing. On the second firing, the device locked and would not open with multiple attempts. The device was eventually opened with the manual release lever, but there was bleeding. It is unknown what caused the bleeding. The procedure was converted to open to control the bleeding. The patient is stable and fine. The device will not be released by risk management.